Event description:
It was initially reported that when the device is performing a user test; the display flashes, the service indication illuminates and the device fails to power off. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device exhibits a similar failure during normal operation and will not allow the device to complete a boot-up cycle. The device would not be available for use in the reported condition.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the reported malfunction to be failure of the power supply module assembly. The power supply module assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and then returned to the customer for use.